Event description:
It was reported a cdh29 was used during a low anterior resection. It was reported by the affiliate the dr could not remove the instrument after firing. (Did not cut the tissue) dr used stitches to close the tissue. There was no consequences to the pt.